Event description:
The surgeon dissected the superior pulmonary vein from the surrounding tissues. He then ligated and divided the vessel with a single firing of the echelon 45 device with a white load. He noted that there was marked bleeding from both the proximal and distal ends of the vein requiring tamponade with a sponge stick for several minutes and several clip applications to stop the bleeding. Once this was completed, he dissected superiorly revealing the truncus anterior. This was ligated and divided with a single firing of the echelon 45, white load and again he noted bleeding from both ends which required a tamponade.